Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter had black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first started. The patient reported using insulin pump therapy to manage his diabetes. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. At an unknown time and date the patient reported feeling "dizzy and weak". The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used, and there was no misuse of the product. The cca was unable to run a retest since the patient did not have test strips at the time of the call. Replacement products were sent. The meter involved in this complaint has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the lcd was found to be cracked or broken. There is no indication that the subject meter caused or contributed to a serious injury. The reported symptoms do not meet lfs's criteria for a serious injury. The patient did not report any blood glucose readings or medical intervention which suggests a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting done by the cca and because of the findings from product analysis.

Manufacturer narrative:
Follow up #1 ((B)(4)) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has failed testing the lcd was found to be cracked or broken. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.